Event description:
It was reported in a service report that when depressing the brake pedal, the foot end brakes would not engage. It was reported that there was no pt involvement and no adverse consequences were associated with the reported issue.